Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, two segments of the lead was returned. The terminal segment was 11 centimeters (cm) and the tip segment was 39 cm. The length specification for this lead is 64 cm, therefore, 14 cm of the middle section of the lead body was not returned. Visual inspection noted calcified bodily fluid on the distal and proximal shocking coils. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip again noted the presence of calcified bodily fluid on the distal and proximal shocking coils. Laboratory analysis noted that depending on the amount of calcification on the lead prior to explant, the impedance measurements could have been affected.

Event description:
It was reported that this crt-d system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the shock impedances a year about were around 70 ohms to 80 ohms. Boston scientific technical services (ts) recommended performing isometrics and pocket manipulation with serial impedances to see if anything spikes out of range. Subsequently a revision procedure was performed. This crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.